Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported: an intermacs report was rec'd which indicated "pump thrombus."

Manufacturer narrative:
Add'l info rec'd revealed that the pt was transplanted on (B)(6) 2013. The pt also expired on (B)(6) 2013 from bleeding and cardiovascular collapse. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4).

Manufacturer narrative:
A correlation between the device and the reported thrombus could not be determined as the device was not returned to the manufacturer for analysis. Several attempts for product return and additional information were made with no response from the hospital. A review of device history records showed no deviations from manufacturing or qa specifications. Although no conclusion could be drawn as to the root cause of the reported event, the device¿s approved labeling lists thrombosis as an adverse event that may be associated with the use of the left ventricular assist system (lvas). No further information is available at this time. The manufacturer is closing its file on this event.